Event description:
In 2005, the physician successfully closed an arteriotomy site with the starclose device, and the patient was discharged the following day. Six months later, the patient returned to the clinic with drainage from the puncture site. Wound cultures were positive for coagulase-negative staphylococcus. The patient received antibiotics for 3 months. One week after the patient stopped taking antibiotics, he returned to the clinic with another infection of the groin. The current outcome of the patient is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.